Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot#: (B)(6), UDI#: (B)(4), h6: codes of fdm b01 fdr c0601, fdr c0701 and fdc d1102 are applicable for product ID: 1845020, serial/lot #: (B)(6), h3: product analysis of the device with product ID: 1845020, serial/lot #: (B)(6) concluded that the bearing got corroded and laser marking got faded. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the blade wobbles and was not running in the indigo handpiece along with indigo attachment. The vibrating device was not used on the patient. There was no patient impact.